Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.

Event description:
Ous MDR transmission to clinic shows noise and an aborted shock. There were no impedance or r-wave changes and all measurements were within normal limits. This event was not reproducible. The implant date was not provided. The lead remains implanted and is being monitored. If additional information becomes available, this event will be updated.